Manufacturer narrative:
Follow-up # 2 ¿ (04/18/2015). The patient¿s meter has been returned on 3/27/2015 and evaluated by lifescan product analysis on 4/3/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 04/13/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 3/23/2015. Device evaluation.the lay user/patients test strips have been returned on 3/11/2015 and further evaluated by lifescan product analysis on 3/12/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter read inaccurately high in comparison to another meter. The complaint was classified based on information obtained in a follow-up call to the patient from medical surveillance (ms). The patient reported that one month prior to contacting lifescan, she obtained a result of 170 mg/dl on the subject meter which she felt was inaccurately high in comparison to a result of 115 mg/dl obtained on a onetouch ultraeasy meter. The two tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient detailed that she manages her diabetes using an insulin pump. The patient claimed that ¿daily¿ after the meter issue occurred she developed symptoms of ¿exhaustion and shivering¿ which she associated with low blood glucose, and detailed that she had increased her basal and ¿before meals¿ insulin doses for one month, since using the meter issue occurred. During troubleshooting the customer care advocate (cca) noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms of a serious hypoglycemic event after the alleged meter issue occurred.